Event description:
Patient with a knee interpositional device was revised to a total knee replacement.

Manufacturer narrative:
Patient with a knee interpositional device was revised to a total knee replacement. Device history record review indicated that the device was manufactured to specification.